Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed non-sustained right ventricular oversensing due to post paced t-wave oversensing. The over-sensing was stored on the electrogram. The patient would continue to be monitored.